Event description:
It was reported that the patient experienced a low glucose (50 mg/dl) episode after running high (375 mg/dl) prior to bedtime when a dinner meal was not announced while using the ilet and subsequently treated the low with oral glucose. Symptoms included clamminess, blurry vision, hypoglycemia, and hyperglycemia. Outcomes included transient hypoglycemia without hospitalization. Investigation included review of device-reported data and user history, along with troubleshooting and education on meal announcements. Investigation of this case revealed missed meal announcement leading to hyperglycemia followed by a low glucose episode that resolved with oral carbohydrates. It was concluded that user-related factors, specifically a missed meal announcement, precipitated the event and that the device functioned as designed.